Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. An encore balloon catheter inflation device was selected to be used. During the procedure, when the gauge hit at 17atm, it was noted that the needle dropped to 2atm but the balloon was still inflated. The balloon was fully deflated when negative pressure was pulled. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.